Manufacturer narrative:
(B)(4) - it is unknown if the device is available for evaluation. Should the device or additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated per previous device event log download from (B)(6) 2008 and revealed no failure or malfunction of the device that could have caused or contributed to the reported issue of hernia. In (B)(6) 2007, the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the issue of patient symptom. The root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011, during a follow up call regarding a previous low drain volume alarm, baxter received a report from the hp that he was diagnosed with a hernia in (B)(6) 2008 after initiation of peritoneal dialysis (pd) therapy with the home choice. In (B)(6) 2010, he was hospitalized and had the hernia repaired. The hernia is considered resolved.